Manufacturer narrative:
Approximate age of device: 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at the national heart center of singapore, singapore no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has had 2 previous unreported hospital admissions in (B)(6) 2013 and (B)(6) 2015 for suspected pump thrombosis as evidenced by elevations in pump power, estimated flow, and lactate dehydrogenase (ldh) levels. IV heparin was initiated during the patent's first hospital admission and IV thrombolysis was initiated for the later admission with corresponding improvements. However, the patient continued to have intermittent pump power elevation although her ldh had normalized. The patient remained asymptomatic at that time. On (B)(6) 2015, the patient received an orthotopic heart transplant. It was reported that no blood clots were noted upon inspection of the explanted pump. No additional information was received.